Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that on the first day after lasik surgery, the pt was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in the left eye. The dlk was treated with topical steroid drops and has resolved.